Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system on (B)(6) 2011. According to the complainant, following the procedure, the patient had pulling pain in her left buttock and left groin, as well as intermittent numbness in her entire left foot. Palpation of the mesh, particularly on the left side, during examination, reproduced her left buttock and groin pain. Reportedly, the patient was prescribed neurontin and an unspecified antidepressant, although she was non-compliant taking them. The obtryx mesh was explanted on (B)(6) 2012. As of may 14, 2012, the patient was undergoing physical therapy and was returning to the physician for regular check-up appointments every couple of months. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.